Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain and spinal pain. Information was reported that the patient has fibromyalgia and their ins did not work for their pain. The patient had their system explanted and the issue was resolved. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient was explanted on (B)(6) 2018; the representative had no further information. No further complications reported.